Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient had a driveline disconnect alarm for 50 seconds on (B)(6) 2024. The patient denied a system controller swap or disconnection of the driveline. The event log files captured 117 pulsatility index (pi) events and a few low flow flags that were not sustained long enough to trigger the alarm on (B)(6) 2024. The driveline disconnect alarm was overwritten from the event log files due to the pi events.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of a driveline disconnect alarm was not confirmed. A review of the submitted event log file spanned approximately 2.5 hours ((B)(6) 2024 from 09:34:58 ¿ 11:57:14 per time stamp). Data from the reported event of (B)(6) 2024 was overwritten by new events. There were no notable alarms active in the log file. A review of the submitted periodic log file spanned approximately 12 days at 1-hour intervals ((B)(6) 2024 per time stamp). There were no notable alarms active in the log file. The system controller, serial number (B)(6), was not returned for analysis. The provided information stated that the patient denied a controller swap or any disconnection of their driveline. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all the system controller, including driveline disconnect alarms. The heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. No further information was provided. The manufacturer is closing the file on this event.